Event description:
It was reported that the patient was implanted ¿sometime in the past six months.¿ it was noted that some days the patient was able to get relief from the stimulator and some days he could not. The patient could not regulate it to give any relief and the leg was hurting very badly. There was a loss of therapeutic effect. This started the day prior to report. There were no falls or trauma reported. The stimulator was for the patient¿s leg. The patient¿s leg gave him a lot of ¿trouble.¿ the patient had not seen a physician or had the device checked but had spoken with the manufacturer representative over the phone. The patient was redirected to the healthcare professional (hcp).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead, product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).